Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the hospital due to pacing failure which was suspected on the electrocardiogram. Upon device interrogation with the programmer, high, out of range, high voltage lead impedance issue and oversensing issue was observed with intermittent pacing failure. Programming changes were made. It was suspected that the loose connection of the rv lead was due to the characteristic waveform when pressing on the pocket site. Lead revision was performed on (B)(6) 2018 and the cause of the pacing failure was confirmed to be due to the loose connection of the rv lead. The issue was resolved and the progress of the device and leads will be monitored. Patient was stable during and post procedure.